Event description:
During evaluation of a homechoice device, a high drain error 107 alarm was found in the event log. This alarm occured in night drain 7 during patient use. It was not reported if there was any patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event opened during investigation of another condition. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined.